Event description:
Fill volume: 550ml. Flow rate: 5ml/hr. Procedure: tah/laparoscopic cholecystectomy. Cathplace: tunneled from left to right at pfannenstiel incision. It was reported that a patient experienced fever and purulent drainage from the catheter tract while using an on-q pump and silversoaker catheter. Therefore, please reference: (B)(4) for the catheter. Device #1 of 2: the patient indicated that the pump was inserted after surgery on (B)(6) 2014. The patient reported that the catheter site was leaking clear fluid; therefore, on (B)(6) 2014 the patient returned to the hospital and the "nurse sterilely applied dermabond to the catheter site and a new dressing to the catheter site". The patient reported that there was no redness, pain or swelling at the surgical site until the catheter was removed on "day 5". The patient "removed the catheter and purulent drainage was observed coming from the catheter tract. (B)(4). The patient then noticed redness and the patient developed a fever. The patient was on a course of antibiotics and stated no adverse effects. The patient was treated with antibiotics (keflex, augmentin and doxycycline). The patient reported that the fever and infection have cleared, however a small area about 2 inches of the pfannenstiel incision is still open. The wound was reported as "moist, pink and clean with granulating tissue". The patient is doing wet to dry dressing several times a day.

Manufacturer narrative:
Method: a device was received. The evaluation of the device is anticipated, but not yet begun. A review of the device history record (DHR) was conducted for the reported model and lot number. Results: as a device analysis cannot determine the root cause of the post-operative infection, no device testing methods are available. The DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related non conformance reports (ncrs) for this lot. The lot met the process specifications, including the quality control acceptance criteria prior to release. In addition, the sterilization certificate indicated that the lot passed and was found to be in conformance with all specified requirements for sterile products. Conclusions: as a device analysis cannot determine the root cause of the post-operative infection, we are unable to determine the cause of the reported event. Post operative infection can be due to multiple variables. Patient factors, healthcare provider factors, technique factors, medical device/ product factors, equipment factors, environment factors are a few variables to consider. The patient reported that no culture was performed to confirm the diagnosis of infection. Per the DHR, the lot met the process specifications, including the quality control acceptance criteria prior to release. The sterilization certificate indicated that the lot passed and was found to be in conformance with all specified requirements for sterile products. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.